Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. It was also reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 224 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Customer¿s blood glucose level was xx mg/dl.